Manufacturer narrative:
(B)(4). The device has not been rec'd by baxter for evaluation at this time. A supplemental report will be provided if the device is returned and the investigation is completed.

Event description:
The customer reported that the spectrum pump has system error 105 alarms. There was no patient injury reported. No further info was provided.